Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. However, the customer tighten the air hose on the back of the unit and that resolves the problem and there is no further action required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that avea is showing invalid gas ID error code. At this time, there is no information regarding patient involvement associated with this event.